Event description:
Pt tested on the suspect device with an inr result of >8.0. A repeat inr was 7.8. A lab was run and the lab inr was 3.4. Controls were in range. The device was replaced and requested to be returned for evaluation.